Event description:
It was reported while using bd vacutainer® blood transfer device, there was no blood flow seen with an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.